Manufacturer narrative:
The evaluation of the returned product, mxb-mis-20lcrs, lot 78343, indicated that the blade fractured into two pieces across the distal quarter of the blade. Dimensions were within specification and no surface anomalies or machining defects were observed that could cause or contribute to a fracture. It is unclear from the report whether irrigant was at the tip at the onset of vibratory activation. The instructions for use manual, bcm-um, provides adequate instructions for performing set up prior to use. Section 7.4 of the manual instructs the user to check that the ultrasound is in standby mode during priming. This prevents the tip from being activated during priming when no irrigant is present. We cannot determine a definitive root cause. A potential root cause of the fracture is that the tip was activated (vibration was turned on) without irrigant present. Irrigation dampens (disperses) energy in the vibrating blade reducing dynamic stress that can cause fatigue. Running a blade without the benefit of damping provided by irrigation can result in exceeding the fatigue limit of the blade and resulting in a break or fracture.

Event description:
Stöckli medical ag reported the following: "blade was mounted on the handpiece and the or staff started with the irrigation. The blade broke during the first irrigation. Was done beside the or field. No contact to patient." In a follow-up call with the clinic, a misonix sales representative stated that the nurse confirmed that no one was injured.